Event description:
A report was received indicating that the patient was explanted due to an infection at the pocket site. The patient had mrsa previously and the physician flushed the pocket. The patient was prescribed oral antibiotics. The patient is healing well and doing fine.